Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was not verified during evaluation. The device was put through to extensive testing including full functional testing, bench handling and electrical safety testing without duplicating the report. An internal inspection of the device found no discrepancies. The analog board was replcaed as a precaution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.